Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacture representative. They reported cause of the low impedance was not determined. The steps taken were they changed to program 2 and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the caller was showing impedance issues: case / 1 =<(><<)>50 and and case/ 2 = <(><<)>50. Other pairs appear normal range around 1000 (caller mentioned 0/1 = 1004, 1/2=1004, 0/3 = 1071, 1/3=1073). The patient was currently using p5 which is programmed on 0,1,3. They were still getting some therapy benefit but does feel like at times they're back at baseline symptoms. No falls or trauma. Technical services (ts) reviewed using electrodes with normal range imped for reprogramming and potential need for replacement if they can't address therapy needs. Patient had therapy issues for about 3 months and that they are planning to replace lead and ins in the future.